Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 02/02/2024 14:29:43 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 3778-45, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. H3: the 3778-45 lead, serial #(B)(6), was returned for product analysis. Analysis revealed the conductor(s) were broken in the distal end of the lead. The 97715 implantable neurostimulator, serial, # (B)(6), was returned for product analysis. Analysis revealed no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead. Product ID 3778-45, serial# (B)(6). Implanted: on (B)(6) 2014. Explanted: on (B)(6) 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 : information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that over a year ago the implant quit working. Patient stated that the very top tip of the lead that went up their spine wasn't getting any pulsation or any connection and was dead. Pt said that they had been waiting for someone to call them back. Pt said that they had met with a couple of manufacturer representative's (rep) and that they also talked to another rep who was going to contact someone at a clinic as the other place they went to would no longer install the devices anymore. Pt said that the ins didn't work and that they had headaches every day. Pt said that the healthcare provider (hcp) was going to get them connected to a different hcp, however after about three to four weeks they were told that hcp had no interest in doing the ins. Pt said that when they talked to someone at the university, they couldn't get the ins to charge. Pt said that they hadn't tried to recharge the ins in a year now since the ins wasn't working. Pt said that the ins wasn't helping their headache and that the top part of the lead was the only part that worked for their headache, but that part of the lead was dead. Pt said that someone was trying to get them connected at a clinic and with a rep there to get their foot in the door, however someone sent something over there and it was okay-ed but then they said no as they needed a recommendation from a neurosurgeon at the clinic. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. On 2023-nov-09: additional information was received from the patient via a manufacturer representative (rep). They reported that the system was explanted and will be returned. Patient reports that after some time of relief the device stopped providing adequate stimulation. Cause is not known. Device was not providing relief after excellent relief for some time. System was explanted after 5 years. 2023-dec-01: additional information was received from a manufacturer representative (rep). The rep reported that the device was explanted due to premature discharge. 2023-dec-07: additional information was received from a manufacturer representative (rep). The rep reported that they needed their ins replaced due to end of life.